Event description:
Event description cpi received information that the physician encountered difficulty interrogating this implantable cardioverter defibrillator (ICD) and the system appeared to have 'reset'. In addition, an x-ray revealed a fracture of the shocking lead.